Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Per rep - (B)(6) 2025 - when trying to pull the introducer, the back end broke. The stent was successfully deployed but they needed to use some clamps to pull the introducer out. If not, with the device in question, how was the procedure finished? -with the device in question what was the target location for the stent? -bile duct. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. -clean storage, normal room temp and dry what is the reorder number, diameter and length of the wire guide that was used with this device in this procedure?* -025 visiglide was the wire guide lubricated prior to use? N/a, yes, no -unkr. Was the wire guide inspected for damage prior to use? N/a, yes, no -yes. Was the device at the center of the complaint inspected for damage prior to use? N/a, yes, no -yes. Were previous procedures i.e., sphincterotomy etc. Carried out prior to placing the complaint device? N/a, yes, no (if yes, please indicate the procedure performed.) -yes, sphincterotomy. Did the patient involved exhibit altered anatomy or tortuous anatomy? N/a, yes, no -no. If not with the device in question, how was the procedure finished? -with the device in question. What intervention (if any) was required? -none. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day -n/a were any other defects observed on the device prior to return (other than the reported complaint issue? Yes, no (if yes, please detail any other defects observed.) -no. Had a sphincterotomy been performed prior to this occurrence? N/a, yes, no -yes.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 26-jun-2025.

Manufacturer narrative:
Device evaluation the device evaluation of oacl-7-15 of lot number c2109931 could not be completed as the device or photographic evidence of the device was not returned for evaluation.. Manufacturing records prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for oacl-7-15 of lot number c2109931 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: ¿the notes section of the instructions for use (ifu0096), which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". As per the precautions section of the instructions for use (ifu0096), "refer to package label for minimum channel size required for this device." And "wire guide diameter and inner lumen of wire-guided device must be compatible." The product label states the guide wire size for use with this device is 0.035". There is evidence to suggest that the customer did not follow the instructions for use. (Ifu0096). It is known that a 0.025 inch wire guide was used with the device. Image review an image was not returned for evaluation. Root cause review a definitive root cause of user error was established. The user has not complied with the requirements of the IFU and/or label. From the information available, the user used a 0.025-inch wire guide instead of the required 0.035-inch wire guide. The smaller wire guide might have provided insufficient support, likely increasing resistance during withdrawal. This added stress may have caused the back end of the introducer to break while pulling. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. Trending will monitor if any future investigation is required. Corrective action/correction: CAPA 387756 has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used. Summary confirmed qty of devices: 01 device used. Complaint is confirmed based on the customer and/or rep testimony. According to the initial reporter, no health consequences or impacts were reported. Complaints of this nature will continue to be monitored for similar events. A definitive root cause of user error was established. The user has not complied with the requirements of the IFU and/or label. From the information available, the user used a 0.025-inch wire guide instead of the required 0.035-inch wire guide. The smaller wire guide might have provided insufficient support, likely increasing resistance during withdrawal. This added stress may have caused the back end of the introducer to break while pulling. CAPA 387756 has been initiated from complaints related to use error in practice a 0.025¿ wire guide is being used.